Event description:
It was reported the physician saw cerebrospinal fluid (csf) during the pt's permanent procedure. After the procedure, the physician determined the pt had no symptoms of a csf leak. The pt experienced numbness in her left foot which has resolved and is now experiencing pain in her left leg. F/u identified the pt is "doing well" and has no symptoms related to the csf leak.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.